Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was a bd q-syte¿ luer access split-septum that separated in two pieces and leaked. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported there was a bd q-syte¿ luer access split-septum that separated in two pieces and leaked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Manufacturer narrative:
Our quality engineer inspected the returned sample and photographs provided by your facility. Bd received one used q-syte unit from an unknown lot number. Through the visual/microscopic examination the unit revealed the top and bottom body of the q-syte unit to be separated at the weld joint line. It was apparent that on the rim of the top and bottom body there was an insufficient weld line approximately 1/4 inch long. The issue was confirmed from the testing conducted in the laboratory environment. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a mechanical alignment issue. A device history record review could not be performed as the lot number is unknown. Manufacturing-based on the investigation the root cause was determined to be insufficient weld. Potential contributing factor: top/bottom body alignment issues will yield insufficiently welded parts and/or equipment/process failure-hardware.

Event description:
It was reported there was a bd q-syte luer access split-septum that separated in two pieces and leaked. There was no report of exposure, serious injury or medical intervention.